Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, arterial hypertension, pulmonary hypertension, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, previous stroke, heart failure, and tricuspid regurgitation. Complications reported included death, heart failure, hospitalization/prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: relationship between diuretic dose and outcome following transcatheter tricuspid valve repair for severe tricuspid regurgitation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "relationship between diuretic dose and outcome following transcatheter tricuspid valve repair for severe tricuspid regurgitation", was reviewed. This research article is a retrospective single-center experience to evaluate if high diuretic dose before transcatheter tricuspid valve repair (ttvr) is associated with a poorer outcome and if the diuretic dose can be reduced after successful tricuspid valve transcatheter edge-to-edge repair (t-teer) to prevent adverse outcomes. The devices included in this study were triclip and pascal. The article concluded that ttvr such as tricuspid transcatheter edge-to-edge repair (t-teer) and direct annuloplasty have shown to be feasible treatment options for severe tricuspid regurgitation (tr) in patients with high surgical risk. [The primary and corresponding author was laura marx, university of cologne, faculty of medicine and university hospital cologne, department iii of internal medicine, cologne, germany, with corresponding e-mail: laura.marx@UK-koeln.de.]. This study included all patients undergoing ttvr between 01 january 2017 to 31 december 2022. A total of 225 patients were included in the study, of which an unknown amount received an abbott device. The average age was 80 years. The majority gender was female. Comorbidities included coronary artery disease, arterial hypertension, pulmonary hypertension, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, previous stroke, heart failure, and tricuspid regurgitation.

Event description:
The article, "relationship between diuretic dose and outcome following transcatheter tricuspid valve repair for severe tricuspid regurgitation", was reviewed. This research article is a retrospective single-center experience to evaluate if high diuretic dose before transcatheter tricuspid valve repair (ttvr) is associated with a poorer outcome and if the diuretic dose can be reduced after successful tricuspid valve transcatheter edge-to-edge repair (t-teer) to prevent adverse outcomes. The devices included in this study were triclip and pascal. The article concluded that ttvr such as tricuspid transcatheter edge-to-edge repair (t-teer) and direct annuloplasty have shown to be feasible treatment options for severe tricuspid regurgitation (tr) in patients with high surgical risk. [The primary and corresponding author was laura marx, university of cologne, faculty of medicine and university hospital cologne, department iii of internal medicine, cologne, germany, with corresponding e-mail: laura.marx@UK-koeln.de.] This study included all patients undergoing ttvr between 01 january 2017 to 31 december 2022. A total of 225 patients were included in the study, of which an unknown amount received an abbott device. The average age was 80 years. The majority gender was female. Comorbidities included coronary artery disease, arterial hypertension, pulmonary hypertension, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, previous stroke, heart failure, and tricuspid regurgitation.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.